Event description:
It was reported that the wake button was only sensitive to being pressed in a small spot and had to be pressed multiple times in order to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.